Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that, at 3 a.m. On the morning of the report while in bed, the patient felt an overheating and burning sensation at the implanted neurostimulator (ins) site, which woke them up from their sleep. They also reported a shooting, burning pain in their pelvic region. The patient went into the emergency room (ER) and it was noted that their pain was intractable, per the hcp. They had their device for pelvic pain and interstitial cystitis. Per the hcp, it was hard to tell if the patient's baseline symptoms had occurred. They also noted that they were in the process of ruling out a urinary tract infection (uti). It was also noted that the device was helping them tremendously prior to this issue. The patient reported that they were doing a lot of lifting on the weekend prior to the report and was concerned that that may have caused a problem with the system. They were anxious and concerned that the system malfunctioned. It was assumed that the patient's stimulation was still on at the time of the report. It was reported that the patient turned the stimulation off, but felt no difference in stimulation. The stimulation was set at 0.1 volts (v), so they turned it down to 0.0 v. It was noted that that was more comfortable and they were no longer feeling the pulsation. They indicated that, when the system was helping them, they were feeling it in the pelvic region and it was helping the pelvic pain. However, when they had the discomfort on the morning of the report, they were feeling the pulsation in their shoulder and neck on the right side. They also indicated that they received pain medication in the ER, which may have been the reason they were feeling more comfortable. On (B)(6) 2017, it was reported by the hcp that the patient had an evaluation with a manufacturer representative (rep) on (B)(6) 2017. An interrogation of the ins showed no malfunction, so they ordered a CT scan to check lead placement. In response to the issues, they turned the device off. As of (B)(6) 2017, the patient hadn't had a CT scan. The cause was noted to possibly be associated with an injury sustained from lifting their dog and packing. The issues hadn't been resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on august 30th reported she had issues lately and didn¿t know if it was the unit or if it was a pre-existing back injury. The patient stated she tried to explain to the manufacture representative (rep) that she wasn¿t feeling the pulsation in the right spot and the rep didn¿t seem to believe and told it was impossible to be feeling it in a different spot. The patient stated she was feeling stimulation in her butt cheek and up into her shoulders. The patient noted she was thinking about asking to get the unit replaced because she hadn¿t been getting many answers about what to do with it. The patient noted she had horrible back pain and the unit was turned off by the manufacture representative (rep) a month ago and she wasn¿t getting any help and was scared. The patient stated her dog was having seizures and she picked up the dog and felt a ¿pop¿ in her back and had pain and stimulation in the wrong location ever since then. The patient stated she had a cat scan and 2x rays done to check on the lead placement and the healthcare professional (hcp) called the patient and stated that everything looked to be in the correct place. The patient stated the pain was narrow. The patient noted she had fallen four times since she¿s picked up her dogs. The patient stated she¿s ¿had some weird twitching going on with her legs and she just falls without reason¿. The patient stated she had back pain, had fallen, and had leg twitching about 2 and a half months prior to the call. The patient noted that she had been feeling stimulation in the wrong location since a week after picking up her dog. The patient stated she did go to the emergency room (ER) first and notified her hcp, but believe the rep was notified a week and a half or 2 weeks after the dog lifting incident. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient says their healthcare provider (hcp) wants to explant the device and replace it in the abdomen and are looking for a different manufacture representative (rep) their hcp can contact. The patient further reported the ins is uncomfortable, pokes out and the patient bumps into it a lot. They noticed this sometime after hearing the "pop" and after falling; this is conflicting from what was previously reported. No further patient complications have been reported as a result of this event.